Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4),implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information received from consumer regarding a patient with an implanted pump system. Indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that the patient had injuries that they received when their pump malfunctioned on or about (B)(6) 2015. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated pump failure had occurred. The patient experienced overdose and had been hospitalized on an unspecified date. Surgery was noted to have been performed (date not specified) and the event was indicated as continuous in nature. No further complications were reported/anticipated.